Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no impact to the customer's blood glucose level as customer was using saline in the pump. Reportedly, the customer continued using the existing cartridge and declined further troubleshooting with tandem technical support.